Manufacturer narrative:
H6: medical device problem code 1494 clarifier - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after a percutaneous coronary intervention procedure using a large bore sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first device. During removal, there was a little resistance, but the device was removed manually. The second device also experienced a cuff miss. While attempting to insert a third device into the anatomy, the foot of the first device was noted to be missing. An echocardiogram was performed and found the foot inside the anatomy. Surgery was performed to remove the foot from the anatomy and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The separation of the foot and the failure to cycle were confirmed. The difficult to remove is related to procedure conditions and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after a percutaneous coronary intervention procedure using a large bore sheath. It should be noted that the prostyle instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device to achieve hemostasis or the absence of performing the pre-close technique would not contribute to a needle to cuff miss. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, it is likely the foot position was not optimal, possibly partly or fully in the access site. This condition could lead to the cuff miss and displacement of the foot. Interacted with the vessel tissue during closing of the foot can cause the foot to surf distally and become dislodged from the guide inducing the difficulty to remove. The position of the foot and/or the dislodgment both may lead to separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.